Event description:
It was reported that the console has a mirror alignment issue, hemostasis is not being reached, and the patients are bleeding after the procedures. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported mirror alignment issue was confirmed. The fse removed the covers and inspected for cracked or damaged water lines. Filled reservoir with distilled water and purged air from system. Software update was performed, and self-tests were verified. Near and far focus on all channels were checked, and adjustments to all channels were made. Far focus channel 2 ,3 and 4 were made. Aiming beam and controls were verified. Calibrations, centration, and completed operational tests were performed. Key switch, e-stop, footswitch, blast shield, and interlock operation were verified. Calibration was also performed. New fiber license was installed. Operational tests and energy checks pass low, medium and high in both service and user modes with no errors system is ready for use. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the console has a mirror alignment issue, hemostasis is not being reached, and the patients are bleeding after the procedures. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.